Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and exhibited scratch marks/abrasions on the brown section of the tube extension. The instrument appeared to have detached fragments. The complaint was confirmed by failure analysis. Scratches or abrasions to the instrument tube extension are deemed cosmetic damage. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments or an accidental drop of the instrument. Excessive contact with abrasive or hard surfaces during transport, reprocessing, or tip cover/installation/removal can also cause scratch marks. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that prior to start of da vinci-assisted right hemicolectomy surgical procedure, the 8mm monopolar curved scissors tip cover accessory was found to be damaged. The procedure was completed with no reported injury.